Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction had occurred. The sensor was inserted into the upper buttocks on (B)(6) 2025. The pediatric parent reported that the patient developed a skin infection eight days after the sensor was inserted in the upper buttocks. On (B)(6) 2025, the patient experienced localized redness, pimples, and signs of infection specifically under the sensor pod area. The site had been prepped with alcohol prior to sensor insertion. On (B)(6) 2025, the patient was evaluated by a healthcare provider and was prescribed an oral antibiotic (cephalexin; dosage not specified). Multiple follow-up attempts were made to contact the reporter for additional information; however, no further details were obtained. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.